Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter was tested in comparison to a retention meter and master lost strips. Human blood samples from warfarin donors were used. Donor 1 inr: 4.1 inr, donor 2 inr: 2.4 inr. Donor 1 hct: 48%, donor 2 hct: 42%. Testing results: donor 1: retention meter with masterlot strips: 4.1 inr, customer meter with masterlot strips: 4.1 inr. Donor 2: retention meter with masterlot strips: 2.4 inr, customer meter with masterlot strips: 2.5 inr. Results: all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Manufacturer narrative:
Na.

Event description:
The customer stated that they received questionable results for three patients tested with coaguchek xs meter serial number (B)(4). Of the three patients, one had an erroneous result. A sample from the patient was tested on the meter at 10:00 a.m., resulting as > 8.0 inr. A sample from the patient was tested on the meter at 10:05 a.m., resulting as > 8.0 inr. A sample was collected from the patient at 10:30 a.m. And tested in the laboratory with the dade innovin method, resulting as 6.17 inr. No adverse events were alleged to have occurred with the patient. The current condition of the patient is fine. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is monthly. The patient did not have anemia or antiphospholipid antibodies. The patient did not take heparin or direct thrombin inhibitors. The patient did not have any bleeding or bruising. The patient did not have any changes in diet or medication. The customer's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 286323) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.